Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity; a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A revision procedure was subsequently performed at which time the physician performed a commanded shock to test the integrity of the right ventricular (rv) lead prior to explanting the device. At that time an audible pop was heard during shock delivery immediately followed by code 1004 on the programmer indicating a short circuit condition was detected during shock delivery. Upon further evaluation the device was found in safety mode pacing at 72 ppm vvi. Boston scientific technical services (ts) was contacted and advised that the short circuit condition was independent of the originally reported code 1003. Upon opening the device pocket the physician noted an arc mark on the device in the approximate location where the rv lead would have made contact. The lead was then examined and found to exhibit insulation abrasion distal to the yoke. The device was explanted and proximal portion of the lead was also extracted while the remainder was surgically abandoned. A new implantable cardioverter defibrillator (ICD) and rv lead were then implanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device noted an arc mark on the edge of the device case. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. Memory analysis also revealed code 1004 indicating the device delivered a shock into a shorted lead condition, damaging the device at the time of explant. The battery voltage was lower than expected, but still supported full device function while implanted. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, and pacing functions of the device were verified. Shock therapy was noted to be unavailable at the time of analysis due to a damaged plasma fuse resulting from the shock into a shorted lead condition at explant. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.